Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving frequent adjust belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn: (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to corrosion in ECG "b" and ECG "c". The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.